Event description:
On may 19, 2008, the lay user/patient contacted lifescan (lfs) alleging both his one touch ultra meters were reading much higher than a lab value. The medical affairs specialist (mas) spoke with the patient on june 10, 2008 and obtained the following information. The patient reported that the alleged issue occurred approximately two weeks prior to contacting lfs. On the evening of the day, the patient reported suffering a "hypoglycemic event." The patient reported that he had "passed out" and his wife contacted emergency medical services (ems) and was taken to the emergency room (ER) by the paramedics. Prior to passing out that evening, the patient confirmed he had tested on one of the subject meters and obtained a reading (value unknown) that he recalled being a little lower than usual, but not significantly lower to be concerned. As a result, the patient reportedly proceeded with administering his usual dose of insulin (22 units of regular and 22 units of nph), and then ate his dinner. The patient confirmed he did not have any symptoms prior to passing out. At approximately 6:00 pm while in the ER, the patient claims his wife tested his blood glucose on both his onetouch ultra meters and obtained the following readings "107 mg/dl (on one meter)" and "96 mg/dl (on the other meter)." At the same time these tests were performed the ER sent a blood sample to the lab and the patient's glucose came back at "43 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient claims he was treated with d50 while in the emergency room. At the time of troubleshooting, the cca confirmed the subject meters were set to the proper unit of measure setting (mg/dl), but was unable to confirm if the patient's spouse was using the proper testing technique or if the puncture area had been cleaned properly prior to testing. In addition, the patient reported to the mas that a venous sample was applied to the onetouch ultra test strips on both subject meters at the time of the comparisons. These complaints are being reported because the patient claims he obtained an inaccurate high reading on one of the subject meters, administered treatment based on the alleged reading, and reportedly had to receive medical intervention from emergency services for hypoglycemia after the alleged meter issue began.